Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacy student reported that during intraocular lens (iol) implantation, the implant did not come out of the injector correctly; it was a placement failure. According to the additional information received, the surgery was completed using company lens in an initial procedure.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned loose in the carton the lock-out assembly has been removed. No viscoelastic is observed in the device. The plunger has been fully advanced outside of the device and is advanced over the lens. The lens is advanced to mid nozzle and is crushed. Plunger override was observed. The root cause may be related to failure to follow the instructions for use (IFU). No viscoelastic was observed in the device. The IFU instructs: fill the device until ophthalmic viscoelastic device (ovd) can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If no viscoelastic is placed in the device this will cause no coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).